Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code: (B)(6) the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors failed to complete the infusion within 24 hours. This occurred during patient infusion. The devices contained antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.